Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose level above 600 mg/dl. Customer stated that she was hospitalized due to high blood glucose and had nausea and uncontrolled blood glucose readings. Customer was also vomiting and had diabetic ketoacidosis. Customer was given insulin, stayed for 2 days, and then released. Customer was wearing the pump at the time of the hospitalization. Customer is currently not wearing the pump. Customer was advised to remove and change the infusion set at this time. Customer stated that the set has already been removed and the cannula was not bent. Customer had no reservoir in the pump but had an old reservoir to use. Customer passed the self-test and received a no delivery alarm at around 4.5. Customer was advised to do a complete set change. Customer stated that the second set for the second hospitalization was not bent or kinked either.